Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photo. It was observed that the needle pierced through the catheter near the tip, and there was also a blood stain at the needle hub. There are currently processes in place to help catch and prevent this failure mode during the manufacturing process. There is a possibility the defect observed occurred during the application of the device, but since the samples is shown to be used that root cause cannot be confirmed.

Event description:
It was reported that the needle pierced through the bd insyte¿ peripheral IV cannula with bd vialon¿ biomaterial while attempting to insert the IV. The following information was provided by the initial reporter: "on friday afternoon, (B)(6) 2023, one of our doctors attempted to use the... Cannula to insert an IV line into a patient¿s l) cubital fossa. As he tried to push the trochar through the skin the tip of the cannula lifted... Preventing the cannula from entering the vein though the trochar tip had penetrated it. No damage was done to the patient as it was noticed and withdrawn immediately. Subsequent cannulation with a cannula from the same batch caused no issues. The cannula had been stored at room temperature as do all our others and was opened just prior to use. It was not placed on any surface after the cap had been removed so we could not have accidentally damaged it. This is the first time that either the doctor or myself had come across this issue"

Event description:
It was reported that the needle pierced through the bd insyte¿ peripheral IV cannula with bd vialon¿ biomaterial while attempting to insert the IV. The following information was provided by the initial reporter: on friday afternoon, (B)(6) 2023, one of our doctors attempted to use the cannula to insert an IV line into a patient¿s l) cubital fossa. As he tried to push the trochar through the skin the tip of the cannula lifted preventing the cannula from entering the vein though the trochar tip had penetrated it. No damage was done to the patient as it was noticed and withdrawn immediately. Subsequent cannulation with a cannula from the same batch caused no issues. The cannula had been stored at room temperature as do all our others and was opened just prior to use. It was not placed on any surface after the cap had been removed so we could not have accidentally damaged it. This is the first time that either the doctor or myself had come across this issue.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.